Event description:
It was reported that the non-boston scientific (bsc) representative called and stated that the patient's pacemaker was no longer functioning. Additionally, there was no date and timestamp available, and the patient's intrinsic heart rate was 50 beats per minute. Despite these anomalies, the device remains listed as in service in the patient's medical record. No adverse patient effects were reported. According to the addition information, this pacemaker was explanted and replaced with the non-bsc device. No additional adverse patient effects were reported.

Event description:
It was reported that the competitor's representative called and stated that the patient's pacemaker is no longer functioning. Additionally, there was no date and timestamp available, and the patient's intrinsic heart rate is 50 beats per minute. Despite these issues, the device remains listed as in service in the patient's medical record. No adverse patient effects were reported.